Event description:
It was reported that the customer was hospitalized for hyperglycemia. The diabetes nurse called and stated that the event was due to pump failure. It was indicated that the nurse requested for the pump to be replaced. No further details.